Event description:
It was reported that t:slim x2 pump battery did not charge and pump screen stayed dark and would not turn on, which led to pump shutdown and inability to restart. There was no adverse impact to the customer's blood glucose level. Charging connection was not recognized, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.